Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report that the pt's electrode belt was damaged. While servicing the pt's monitor for an unrelated issue, a reportable problem was discovered. The monitor response buttons were not functioning properly. The pt was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector pins) was confirmed. Upon eval several of the pins on the trunk cable connector were bent, preventing the electrode belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely excessive force. Device eval of monitor sn (B)(4) has been completed. As received, the rear and front response buttons were not functional. Upon investigation the metallic domes, that operate as response button switches, were defective for both response buttons. The cause of the defective metallic domes was unable to be positively identified. No adverse event resulted from the bent pins or defective response buttons. The pt received a replacement electrode belt and monitor. Device mfg date: sn (B)(4): 05/2008.